Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a right shoulder replacement. Subsequently, they were revised captured in (B)(4). He stated that a low-grade infection developed following a prior procedure, leading to significant complications. The infection necessitated revision surgery captured in (B)(4), which resulted in increased pain and pain-management issues. This was followed by an additional surgical intervention in which the shoulder had to be reopened due to infection-related damage.